Event description:
It was reported that during a laparoscopic colectomy, the valve was broken, and it could not be used. The device was used on a colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # unk. Additional information was requested and the following was obtained: "the valve did not fall down into the patient's body and did not affect the patient." The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2024. D4: batch # c9dx61. Correction- d4. Primary UDI number . Investigation summary- the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that b12srt device was returned with no apparent damage. The device was visually inspected and no damaged found on the seals. In an attempt to replicate the reported incident, the device was functionally tested to detect any seal issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.